Event description:
It has been reported to co that during the procedure as the physician attempted to inflate the balloon of this device it was noted that the lumen of the balloon contained blood. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.